Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, broken plug strap, missing. Leak test was performed and found openings on anterior and posterior side. A microscopic analysis was performed which identify crease smooth opening on anterior. And posterior crease sharp. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on anterior due to an fold flaw opening. A crease sharp opening on posterior due to an fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Additionally, healthcare professional reported from operative report "bilateral severe capsule formation with calcification and plaques". Device was explanted.

Manufacturer narrative:
The reason for reoperation is capsular contracture, baker grade iii-IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device was explanted. Additionally, healthcare professional reported from operative report "bilateral severe capsule formation with calcification and plaques".